Event description:
Patient had pain due to sub-scap tear which required a revision surgery.

Manufacturer narrative:
The patient was revised 11 months after prior surgery to remedy a soft tissue tear. Revision consisted of replacing the offset humeral head, same size. No information was provided regarding patient activity, accidents or medical contraindications leading to the soft tissue damage. The explanted device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmr's created. The cause for the tear was not determined with confidence but could be due to trauma.